Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak below the coulter act diff 2 analyzer. Customer reported that the leak was less than 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the left and right compartments of the diluter and was not able to reproduce the leak. The fse replaced the rinse block as a precautionary measure. The fse performed three startups and ran controls to verify instrument operation. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).